Manufacturer narrative:
The tibial component was successfully replaced following an aseptic loosening which occurred after 21 years of being implanted. The cause of the aseptic loosening has not been determined, but is likely due to the extended age of the implant. This complaint is being tracked and trended. The product has not been returned, nor was any further information provided which would infer a design or manufacturing related issue. Device not returned to the manufacturer

Event description:
The patient underwent a distal femur replacement procedure on (B)(6) 1994 and underwent a re-bushing procedure on (B)(6) 2009 to replace the plastic components. The patient now requires a revision procedure of the tibial component. The reason for this has not been provided.

Event description:
It was reported by the surgeon that the patient underwent a distal femur replacement procedure on (B)(6) 1994 and subsequently underwent a rebushing procedure on (B)(6) 2009 to replace the plastic components due to wear. The patient is now being revised due to a failed prosthesis.

Manufacturer narrative:
A review of the manufacturing history records confirm that the device was manufactured to specification with no abnormalities or deviations identified. Further information has been requested and a supplemental report will be provided. Please note that this custom implant is similar to the mets modular distal femur (k121029).